Event description:
It was reported by service report that the left foot support broke where the calf support mounts. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Foot left assy.